Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia treated with manual injection/insulin pen, and insulin pump (subcutaneous insulin infusion). The customer reported an incident blood glucose value of 26 mmol/l and the current blood glucose value at the time of the call. Troubleshooting was performed. The event involved product(s) mmt-1782kl. The customer reported physical damage crack or scratch on the pump not related to the retainer ring. The customer reported high blood glucose. The customer has been using the insulin pump system within 48 hours of the reported high blood glucose event. The blood glucose not responding and a crack in the pump led up to the event. The customer alleges a possible pump was under delivery. Reasons why the customer thinks the pump was under-delivering due to the pump being cracked. The customer's actions before the event sleeping. No further patient complications were reported. No product return was required for mmt-1782kl.